Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency room with multiple alarms. The patient was hooked up to the system monitor and confirmed there was wire damage. The patient had experienced multiple pump stops. The driveline fault alarm was cleared and then reappeared within minutes without alarm sounds or lights on the system controller. A review of the log files confirmed the pump stops, low speed hazard alarms, driveline fault alarms, and low flow hazard alarms while the patient was on both battery and wall power. These alarms were likely related to a phase to phase short. X-rays were performed and showed some unusual shield stretching near the driveline exit site. The patient was scheduled for a driveline repair on (B)(6) 2024. The driveline repair was performed around 3 inches from the exit site without issue.

Event description:
Follow-up log files were submitted for review post driveline repair. The log file history displayed one transient driveline fault alarms on (B)(6) 2024 around 1300 associated with the driveline repair. There were no other unusual events seen within the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline fault alarm was cleared and then reappeared within minutes without alarm sounds or lights on the system controller could not be confirmed. Data from 22may2024 to 12jun2024 was reviewed. The log file captured driveline faut alarm event on the earliest date on 22may2024 at 23:06:05 and remained thereafter. System controller (serial (B)(6)) was used during the event. Per the instructions for use, there are some advisory alarms that are displayed only on the system monitor with the intent of being resolved in the clinic. They indicate potential issues that do not impact the ability of the system controller to provide support but should be addressed when the patient is in the clinic. These alarms are displayed as an active alarm on the system monitor but are not displayed on the system controller. These alarms include driveline fault alarm and controller clock not set alarm. Additional information was requested regarding the alarm issue and product return status; however, no additional information was provided. While the description of the alarm issue suggests the device is operating as intended, a root cause of the alarm issue could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes driveline fault alarms. Driveline fault alarm. Patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: 1. Contact thoratec to determine best next steps. 2. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. Under section 2, ¿replacing the running system controller with a backup controller¿, warning and important information regarding system controller exchange is outlined. ¿important! Ensure that the patient understands the importance of having a caregiver present during system controller exchange if at all possible, and that all labeling instructions are followed, including calling hospital contact if instructed.¿ heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Under section 7, ¿patient-resolvable versus clinician-resolvable alarms¿, patients can resolve and troubleshoot many system controller alarms on their own, without clinician intervention. Primarily, patient-resolvable alarms involve maintaining connections to the driveline and external power sources. There are, however, many situations where clinician help is needed. In these situations, a ¿call hospital contact¿ message appears on the information display screen. Depending on the hospital center, the clinician may ask the patient to replace his or her system controller. In other cases, the clinician may arrange for the patient to be admitted for additional diagnostics and resolution by clinicians. There are some advisory alarms that are displayed only on the system monitor with the intent of being resolved in the clinic. They indicate potential issues that do not impact the ability of the system controller to provide support but should be addressed when the patient is in the clinic. These alarms are displayed as an active alarm on the system monitor but are not displayed on the system controller. These alarms include driveline fault alarm and controller clock not set alarm. No further information was provided. The manufacturer is closing the file on this event.